Manufacturer narrative:
Additional information was provided in h.3., h.6. And h.11. A nonhealth care professional reported that during the intraocular lens (iol) implantation surgery, the injector showed resistance when injecting the iols. The surgery was completed on same day. There was no patient harm. No technical inquiries were received from the customer. A sample was not received at the manufacturing site for evaluation for the report that the injector showed resistance when injecting the iols; therefore, the condition of the product could not be verified. A review of the device history record traceable to the reported lot number, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. The investigation conducted a non-conformance review of the reported lot number. No deviations were identified and all corresponding production release specifications defined in the device master record were met. One photo attached to the parent complaint was reviewed by the investigation site. The photo shows two monarch iii unit cartons with the same lot number as reported. The reported issue could not be confirmed from the photo review. Based on the evaluation of the information received, the investigation was unable to identify the root cause or origin of the reported event. Additionally, no manufacturing-related deficiencies were found that potentially could have contributed to the complaint. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A nonhealth care professional reported that during the intraocular lens (iol) implantation surgery, the injector showed resistance when injecting the iols. The surgery was completed on same day. There was no patient harm. There are two files associated with this report. This is 2 of 2.